Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011, customer reported that the needle bellows 'o' ring was broken and leaking bloody fluid (approximately 5.0cc) in the lh780 instrument. No injuries were reported and no erroneous patient results were generated. Customer replaced the needle cartridge with a previously used spare and cleaned the leak. Customer called customer technical support (cts) approximately 2 hours later after experiencing "needle bellows not up" errors. Cts recommended that the customer clean and lubricate the bellows guide shaft. On (B)(6) 2011 field service engineer (fse) replaced the needle cartridge with a new one and cleaned the blood sample valve (bsv) and the shaft. No recurrence of leaking or error messages was experienced. Repairs were verified as per established procedures and results met published performance specifications.